Manufacturer narrative:
It was reported that the device will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed.

Event description:
Medtronic received information that during the implant procedure of this 20 millimeter mechanical heart valve, after suturing the valve into the annulus it was noted that it did not fit properly. The valve was removed and a smaller valve from another manufacturer was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, the sizing issue may have been due to use error and/or patient anatomy conditions. Multiple attempts to obtain the product have been unsuccessful. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.